Event description:
It was reported that one of the female luers of a clearlink y-type extension set appeared to have a split in it, which allowed infusate to leak from the device. This event occurred during priming, and was reported to have involved either unknown cytotoxic medications or saline. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.